Manufacturer narrative:
Title: from keyhole to sandwich: change in laparoscopic repair of parastomal hernias at a single centre. Source: surgical endoscopy (2021) 35:1863¿1871. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed between january 2004 and december 2018, a study evaluated outcomes of patients who underwent laparoscopic surgical repair of symptomatic parastomal hernia. Postoperative complications included: bleeding/hematoma, pain and chronic seroma. Embolization was required to treat the bleeding and analgesics were required for pain.